Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst commented that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a right atrial lead was attempted but had an issue with the helix. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.